Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ECG sweep speed in the mcs does not match with the sweep speed of the stand monitor. The device was not in clinical use at the time the reported issue was discovered.